Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: tibial component subsided into varus and knee was unstable.

Manufacturer narrative:
The complaint states that revision of total knee was undertaken on (B)(6) 2014. Reason for revision was due to the tibial component had subsided into varus and knee was unstable. The doi was on (B)(6) 2009. No photos, x-rays, medical reports or operative notes are available to confirm this. Notification was received stating that no further information or return of products is available. A review of manufacturing records of all three products was conducted and identified no anomalies. Without return of products or further information the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be re-opened and investigated further. No further actions are necessary.